Event description:
Spontaneous call from pts father who requested a replacement freedom 60 pump. He stated the pump currently at home is faulty/broken. The infusion is taking longer than normal (>2+ hr) and the black tab on the pump which pushes the syringe sometimes does not move/is not working. Replacement pump added to profile. Caller transferred to psr team to set up order. No missed doses or adverse events reported due to faulty pump. Single use item so no need for pump return box. No further information to provide at this time. Immunodeficiency, unspecified. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes. Put upon patient return did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes.